Manufacturer narrative:
Implant date: (B)(6) 2017 (only month and year valid). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2017, the patient underwent degenerative scoliosis surgery. Post-op, the implanted rod broke. Hence, a revision surgery was performed on (B)(6) 2019, in which the broken rod was completely removed. No fragment of the broken rod remained inside the patient.